Event description:
It was reported to tyco hlthcare kendall in 2005 that a customer had a problem with a foley catheter. According to the customer, the balloon was found to have ruptured in the pt 8-9 hrs after insertion. Normal infaltion volumes were utilized. Normal inflation volumes were utilized. No additional testing or treatment was required, and the pt was discharged 2 days later.